Manufacturer narrative:
Information received a smiths fluid warming/level 1 hotline low flow systems - hl-390 alarm would not stop beeping was confirmed upon filling water and plugging in device. This was isolated to a broken microswitch and 390 block assembly. The device arrived with enclosure red stain on inside and out. Pump was noted to be noisy. Both covers were cracked. Microswitch was broken causing disposable to alarm. Line cord was worn and all 390 bocks were chipped and cracked. Summary of repairs included: replaced the microswitch and 390 block to correct the primary reported problem. Replaced the pump, enclosure, both covers and the line cord. Preventative maintenance and calibration completed for the device.

Event description:
Smiths fluid warming/level 1 hotline low flow systems - hl-390 fluid warmer will not stop beeping. No patient adverse events reported.